Event description:
It was reported that the nurse heard an alarm from the pump and when she went into the pt's room she noticed that the fluid was flowing very fast (based on the drips forming in the drip chamber) with a tridel drip that was on a fg6201 pump. The nurse opened the pump door and removed the tubing from the pump. Approx 50 ml of solution had emptied from the solution container over the short period of time. The rate of the pump was 3 ml/hr. The pt's b/p decreassed slightly but after the infusion was stopped the pt returned to pre-incident status and no add'l pt intervention was required.